Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infusion issue" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log was performed, however the event date was not provided by the customer. An infusion of IV fluids was programmed on (B)(6) 2025 at 15:55 timestamp. The user cleared the previous program in pediatric oncology area and started the pump with an initial rate of 408 ml/hr and a volume-to-be-infused of 408 ml at the same timestamp. At 16:06 timestamp the pump stopped due to a ¿downstream occlusion!¿ alarm, auto restart was canceled, the user cleared the alarm, and 0.3 ml was given to the patient in the same timestamp. At 17:06 timestamp pump alarmed infusion complete. After 3 minutes the pump stopped by the user. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The facility reported the over infusion was tpn. The spectrum operator¿s manual page 8-57:8-61 contains instructions regarding tpn infusions and page b-3 contains warnings of flow rate inaccuracies. Should additional relevant information become available, a supplemental report will be submitted.